Event description:
The reporter stated that the surgeon was advancing a three piece silicone lens model aq2010v, and the lens tore and stuck inside the cartridge. No pt contact.

Manufacturer narrative:
Eval: results - a visual inspection of the returned product shows the lens is stuck in the cartridge. No visible damage to the cartridge. There is clear surgical residue on the cartridge. It should be noted that the injector was not returned for eval. Conclusions - an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) has been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.